Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera had showed no image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: twisted cable unit, poor contact of the camera unit, lost watertightness and poor water tightness of camera button. A root cause could not be identified. Based on the investigation results, the most probable cause of the initial malfunction is due to the twisted cable and poor contact of camera unit. Regarding the water tightness loss, it is due to poor water tightness of camera button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.